Event description:
The consumer reported using the product for six and a half to seven hours on her lower stomach. When the patch was removed, the consumer describued burns and bleeding in nine spots under the worn area. The consumer treated the area with triple antibiotic ointment and gauze. She consulted with her doctor regarding the injury during an unrelated visit. The doctor wrapped the area and prescribed silver sulfadiazine ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.